Event description:
Discovered cardioquip heater/cooler equipment to contain black unknown substance inside water connection tubing. Atlas collected substance samples on site, sent to atlas for testing, analysis and identification.